Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, exposure, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "contracture grade IV," "exposure," "culture pseudomonas," and "rupture".

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, "exposure of prosthesis," "culture pseudomonas," and "rupture." Treatment provided as imipenem. Device status is unknown.

Event description:
Device was explanted.